Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to keypad flex connector not plugging in properly. The insulin pump has cracked case at display window corners and minor scratched lcd window.

Event description:
It was reported that a button on the customer's insulin pump was sticking and stopped responding. The patient's blood glucose level was 137 mg/dl. No significant events leading to the issue were recalled. It was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.